Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an alert 38 indicating a motor stall, after which a support agent instructed a pump restart, performed a dry run, and had the user replace the infusion supplies; the alert cleared and did not recur during observation, and blood glucose remained within range. Symptoms included no reported hypoglycemia or hyperglycemia. Outcomes included no injury and no hospitalization. Investigation included remote troubleshooting and user education, including pump restart, verification via dry run, and supply change. Investigation of this case revealed that the device exhibited a consecutive motor stall alert that resolved with restart and supply replacement, with no further fault observed and no device component visibly damaged. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with a transient motor stall that resolved after restart and supply change. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.